Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 360 mg/dl and a bolus was delivered to address the high bg. The customer stated that was taking a steroid prescription for strep throat and an abscess in the throat. The customer stated that this was the suspected cause of the high bg. The customer was then hospitalized for the strep throat and abscess. The customer was removed from the pump and the bg was managed with intravenous insulin.